Manufacturer narrative:
The reported malfunction of "failed to charge" was observed and attributed to the calibration of the lithium ion battery. Testing and review of the clinical data and battery logs showed that the battery was not giving off low battery warnings despite being unable to fully charge the device. However, it's important to note that it's not uncommon for capacity of a battery to diminish with age. Calibration is important because it essentially resizes the batteries capability to the batteries capacity gage. Zoll recommends calibration of the batteries, at least, every six months. We also recommend having a backup battery on hand. The battery was scrapped to resolve the report. The reported malfunction of "no shock advised" was reviewed in the clinical data which showed that the first analysis consisted of 2 segments, each having an initial result of shockable. This x series device had the shock conversion estimator (sce) enabled. The sce value was less than the configured threshold and therefore overrode the shock advised decision and delivering a result of no shock advised. The second analysis was a rapid shock analysis which used the last three seconds of the data prior to the active analysis designated as segment 1. Segment 1 did have a result of shockable and would have resulted in a prompt of shock advised. However, the sce was still active and the value was still below threshold which also resulted in no shock advised. The analysis used three segments, segment 1 was corrupted due to CPR being performed during the first second of the segment. Segment 2 was determined as shockable and segment 3 consisted of a very low voltage signal that had some repeating patterns and was deemed not shockable. Having only 1 shockable segment, the result for the analysis was no shock advised. Based on our review of the data we have concluded that the analysis program results were correct for the specific analysis in question and that there was no indication of an incorrect determination by the algorithm. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient for cardiac arrest, the device failed to charge and gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the patient subsequently expired.